Manufacturer narrative:
No other complaint concerning this batch number. We asked for the return of the medical device (for evaluation) and complementary informations for our investigations.

Event description:
(B)(4). For information. Event occured in (B)(6). "Pullup suture broke (white one) during cycling test at the end of the surgery and, at the 1st flexion". No clinical consequences for the patient signaled on the incident report. Delay over than 30 minutes in the procedure: potentially harmful effect requiring a priori revision of the anesthesia protocol.